Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was the cable connecting ECG "d" and ECG "d" was pulled from the strain relief, damaging wires in the cable and pulling the j704 off of the distribution node pca. Additionally, ecgs c and d were missing. The root cause for the strained cable and missing electrodes was physical abuse. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.